Event description:
The manufacturer received information alleging the device failed the verify pressure sensors test step during performance verification testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, no alarms sounded during test run and no errors were observed in the ventilator's downloaded error log. No additional information concerning repair/replacement parts for the issue was provided. Additionally, the rear case enclosure, front case enclosure, base enclosure and handle were replaced due to cosmetic damage. These issues were not related to the reported malfunction/issue.